Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fuse f1 and c3 on motor control board for no power. A review of the device history record for sn (B)(4) was performed from 06/04/2016 to 09/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported error codes. There was no patient involvement.